Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction field: d4 - primary UDI number (since the lot number is unknown at this time, the UDI is either 04953170403019 or 04953170441271 depending on the lot number used.) Updated fields: h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal cover fell off inside the patient's oral cavity when the scope was removed. The issue was found during diagnostic procedure. There were no reports of patient harm.